Manufacturer narrative:
E1: event country: egypt name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the cannula was found bent on the first day of use on (B)(6) 2026. The patient had high blood glucose level (331 mg/dl) for more than four hours which was treated with pump. The site of insertion was thigh.